Event description:
A medtronic representative reported, during a transsphenoidal procedure, the system was unresponsive during navigation. The representative re-started the system, however, noted the system seemed slow during the remainder of the procedure. Case was completed w/o further issues. There was no patient harm.

Manufacturer narrative:
The device manufacture date is unavailable at time of this report. No parts have been received by the manufacturer for evaluation.